Event description:
Bd vacutainer small purple and mint green top tubes do not have vacuum. This has been reported to lab more recently to keith landeros and he asked if the tubes are expired. Tubes are not expired. This creates delays in securing labs. Increasing we are finding tubes with no vacuum.